Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided. (B)(6). Further investigation of the customer issue included a review of the complaint text, in-house testing, an instrument log review, a search for similar complaints, a batch record review and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. A review of maintenance logs did not identify any issues. A review of the history logs noted that there were a number of 3350 and 3368 aspiration errors which could indicate potential sample preparation issues. Tracking and trending did not identify an adverse trend for the lot in question. No issues were identified which would indicate a product deficiency from the batch record review. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total b-hcg reagent, list 07k78, lot 58835ui00, was identified.

Event description:
The customer observed false positive results while using the architect total b-hcg reagent. The customer indicated that the 14 year old patient was determined to not be pregnant by clinical exam. The customer provided the following results (miu/ml): on (B)(6) 2016: initial 211 miu/ml. On (B)(6) 2016: retested on a second analyzer (same lot) 79.28 miu/ml. The specimen was retested on 2 additional analyzers and also generated positive results. There was no impact to patient management reported.

Manufacturer narrative:
Added second serial number to concomitant medical products.